Event description:
It was reported that stent dislodgement occurred resulting in additional intervention. Two wires were placed in the patient, one in the circumflex artery (cx) and one in the mildly to moderately tortuous obtuse marginal branch (om). The 3.00 x 8 mm synergy xd stent delivery system (sds) was introduced on the om wire and a balloon on the cx wire. The stent was unable to pass the lesion, so the device was removed and inspected. It looked fine and was reinserted. The stent was able to pass the lesion the second time, but at some point, the stent came off the sds even though the sds balloon was not inflated. An attempt was made to capture the stent using the cx balloon. The stent was able to be pulled inside the guide catheter, but when an attempt was made to remove everything outside the patient, the stent became loose and was later found in the muscarinic acetylcholine receptor (m4) in the patient brain, which was confirmed via CT scan. Code stroke activation was performed. The patient had no symptoms. The patient was admitted to the hospital and was discharged the next day. The issue is ongoing.